Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a slowness issue due to the bloated database. A technical support specialist addressed the problem by reducing the storage capacity to 7 gb, effectively restoring its functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a slowness issue. Additionally, it was reported that it took 45 seconds to find a patient, and there was a delay in the drawer opening. The customer tried to recover the station by rebooting it, but the issue still persists. There were no adverse events or injuries reported based on this event.